Event description:
This is a spontaneous report by a nephrologist and pharmacist from (B)(6) of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd)therapy. This is report 2 of 2 by the same reporter. On (B)(6)2010, at the end of the afternoon, the patient experienced cloudy effluent with no other clinical signs. The patient was not hospitalized. The physician diagnosed the patient with aseptic peritonitis. There was no break in aseptic technique, there was no exit site infection, the patient was very compliant with his treatment and diet, and did not routinely re-used supplies. The patient was not retrained. On (B)(6)2010, the patient began remedial therapy with cefacidal (cefazoline, 1 g) and gentalline (gentamycine, 1 mg) ip (frequencies not reported). On (B)(6)2010, remedial therapy with cefacidal and gentalline was stopped and on (B)(6)2010, the patient began remedial therapy with cefacidal 1 g and ceftriaxone 1 g (route and frequency not reported). On (B)(6)2010, nutrineal, cefacidal, and gentalline were stopped. On (B)(6)2010, the patient began remedial therapy with oral bactrim (sulfamethoxazole and trimethoprime). The outcome of the aseptic peritonitis was unknown. The reporter considered nutrineal as suspect and assessed physioneal and extraneal as concomitant medications. The reporter believed the aseptic peritonitis was probably related to nutrineal therapy. The reporter considered the aseptic peritonitis as medically significant.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. Baxter implemented a field corrective action (fca) in europe on (B)(4) 2010; reference fca number (B)(4).